Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'system error 343' was recorded in the event history log (ehl) review as 'system error 343' messages, but it was not duplicated during evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced a system error 343 (motor high rate error) alarm. Bolus 50mcg in 30 sec. The infusion was 1000mcg/100ml. The dose was 125, remaining volume to be infused was 51.7 and total volume given was at 79.4. The reported problem occurred in intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.